Event description:
It was reported the patient experienced a burning sensation radiating from under his scs ipg pocket site down to his right leg while using system stimulation. Follow-up identified the patient had blood work done and is awaiting a CT scan. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.